Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of wire broke. Block h10: visual examination of the returned device revealed that the distal tip of the device was damaged (split). It is important to mention that the cutting wire was not observed to be broken. Additionally, when the device was introduced inside the scope, the product bowed more than 90 degrees both outside and inside of the scope, and released the bow without problems. According to the complaint information, the failure was noted during the procedure. Based on the returned device condition, it is the most likely that the distal tip section was damaged due to the interaction of the device with the interface of the v-scope. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the cutting wire of the device was fractured. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the cutting wire of the device was fractured. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.